Manufacturer narrative:
Returned device was received in poor physical condition. There was noted wear and tear damage on the enclosure and tank cover. The front cover is broken and the pump had an outdated pcb and power switch. During the evaluation of the device, the pump was unable to turn on when plugged in. The fault was determined to be a damaged power switch that had become disconnected from the pcb. The device was deemed beyond repair due to the physical condition and age of the device. The initial complaint was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that level 1 hotline low flow system (hl-90) failed to power on after it was dropped. The broken face plate had been replaced. No patient injury or complications were reported in relation to this event.